Event description:
A patient had three cypher stents implanted in the rca, diagonal and lc arteries for angina and a heart attack. About three months later, he started having angina, which got steadily worse. Eight months post implant, a cardiac catheterization showed restenosis of the cypher stent in the rca. It was treated with a cutting balloon. The patient stated the tests showed the other two cyphers were fine.